Event description:
Staples would not release from the stapler so the bowel had to be cut on both sides and hand sutured. The stapler did not release the staples when fired. The manufacturer is evaluating the problem.